Event description:
An endeavor drug eluting stent was implanted in the obtuse marginal. It is reported that approximately 52 months post index procedure, it is reported that the patient experienced an mi . The patient was discharged two days later. The patient was medicated with aspirin and clopidogrel.

Manufacturer narrative:
Results, conclusions: myocardial infarction. (B)(4).

Manufacturer narrative:
Evaluation: inherent risk of procedure (myocardial infarction). (B)(4)

Event description:
Cec have adjudicated that the patient suffered a non q wave mi of the target vessel approximately 16 months post stent implant.